Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 40 months, due to aortic insufficiency. Upon follow-up, the operative report indicates, "intraoperatively, 2 leaflets of the aortic valve had large perforations in the non coronary and left coronary cusps. This appears to be related to excessively long suture tails or to a bar of calcium on the sinotubular junction". Furthermore, the surgeon indicated that the reason for explanting the device is procedure related, and not due to a device malfunction.

Manufacturer narrative:
Device not returned, discarded. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The surgeon indicated no device malfunction, and stated that the reason for explant is procedure related, possibly due to excessively long suture tails or to a bar of calcium on the sinotubular junction. Without device return and evaluation, no further investigation can be performed into this incident. The investigation reveals nothing to indicate a device quality deficiency that may have contributed to this event.